Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend. The customer's blood glucose was 411 mg/dl and sensor glucose value was 119 mg/dl. The customer treated the hyperglycemia with the insulin pump, as the customer does not have a back up plan. The customer contacted their health care professional regarding the settings in their pump, but did not receive professional medical treatment. At the time of the event, the customer was using the auto mode feature of the 670g insulin pump. At the time of the call, the customer was not in auto mode, as auto mode had suspended for maximum delivery and sensor updating. The customer declined troubleshooting. The customer was advised to change the entire set, reservoir and insulin and treat as per health care professional's instructions. The customer was advised to calibrate 3-4 times per day for confirmation of in range readings when stable, the customer had been calibrating 5-6 times per day. The customer was advised the pump was at maximum delivery and needed to contact their health care professional about setting up the pump. Neither the sensor nor the insulin pump will be returned for analysis.